Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneous accutni results generated on the access 2 immunoassay system for two pts. The initial erroneous accutni results were reported outside the lab. The pt samples were retested and the results were within the normal reference range. The corrected reports were issued outside of the lab. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched for this event. The field service engineer did not evaluate the device. The quality control (qc) data provided by the customer was reviewed and was recovering within +/- 2 standard deviation (sd) of the established mean. No definitive cause could be determined for this event. This is one of two separate MDR reports related to two pts event associated with a single malfunction report on two different days. Reference MDR numbers 2122870-2011-01885 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.